Manufacturer narrative:
(B)(4). Anchors from catheter kit n261347004 were returned for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The v-wing (butterfly) anchor could not be threaded onto the catheter. A second kit was opened and the v-wing anchor was easily threaded onto the already placed catheter. There was no injury associated with the event. The pt recovered without sequela from surgery. The pump was used to deliver morphine sulfate.